Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted due to the patient developing an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.